Event description:
The customer reported to baxter an interlink t-connector extension set that occluded and could not be primed with an unknown syringe. The condition was reported to have occurred during set-up. It is unknown if there was any patient involvement or any patient injury or medical intervention associated with this event. This is report 1 of 2 of the same reported problem from this facility. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Correction. The sample was not returned for evaluation. Additional: the sample was not returned for evaluation; therefore, the condition could not be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted. A batch review could not be performed as the lot number was not provided by the customer. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.